Event description:
Baxter received a report via sales representative that a patient's transfer set leaked on an unspecified date. During a follow-up report, it was discovered that the transfer set did not leak external to the sterile fluid pathway, but it would not shut off when the twist clamp was closed. Upon further inspection, it was discovered tht one of the occluder feet was broken off at the mainbody. There was no patient injury or medical intervention associated with this incident.